Event description:
Complainant alleged that after delivering one shock at 200 joules to a pt (age & gender unknown) with ventricullar fibrillation, the device would no longer shock. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.